Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe has not been returned. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1 ml of juvéderm® ultra xc. The patient experienced ¿vascular occlusion¿ in the lips and nasal alar the following day and was treated with 150 units of hyaluronidase x 2 and asa 324 mag chewable that day and another 400 units of hyaluronidase later that day. The patient received two sessions of hyperbaric oxygen therapy with a different physician. The patient has made an improvement but has not followed up with injector.